Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. All buttons were tested while navigating the menus, and the backwards button was unresponsive. The thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that stuck key alarms (61) were found on 03/27/2025 17:39:01.000 to 03/27/2025 17:46:19.000. Proceed by cutting unit open and performing a visual inspection of the connectors and the electronic stack. Moisture damage was noted on the keypad traces causing the irresponsive backwards button. During deconstructive analysis no moisture damage was noted to electronic assembly. Thus the electronics were kept. The following cosmetic damages were noted: corroded keypad trace, battery tube threads cracked, stained keypad overlay, keypad overlay texture damage, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer concern of keypad alarms wasn't present whilst testing; however, a stuck button alarm did occur around the time the customer had complained, verified via the history files. In addition, moisture damage was found on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.